Event description:
The customer reported that the evis lucera elite colonovideoscope's angulation knob did not work correctly. This issue was identified during inspection. During device evaluation of the returned device, foreign material was found in the air/water nozzle. No adverse effects to patient reported. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized the product before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. The device was returned for evaluation. The customer's reported issue was confirmed. The bending angle of the angulation knob for the up direction was out of specifications and the up/down knob had excess play: this was caused by wear of the angle wire. In addition to the foreign material and the angulation knob issues, examination of the device showed damage in several areas. The device's suction connector was cracked and no longer water-tight; the distal end cover was scratched; the adhesive around the light guide lens was peeling; the objective lens was scratched; the adhesive around objective lens was peeling; the universal cord protector was scratched (s-connector side and control section side); the connecting tube was scratched; the image guide protector was scratched; the suction cylinder was sheared; the suction connector was damaged and dirty, showing signs of fluid ingression; the adhesive on the bending section cover was cloudy, chipped and cracked; switch button 1 was scratched and the connecting tube was discolored. Functional testing showed the water could not be fully removed from the air/water chamber due to the clog in the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of air/water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.